Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter would not turn. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began between 9 and 10 p.m., on (B)(6) 2017. The patient manages her diabetes with insulin shots (unspecified type) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient stated that a couple hours after the alleged issue began, at around 10:30 ¿ 11 p.m., she developed symptoms of ¿tiredness and no energy¿. The patient advised that the emergency medical services (ems) were contacted and that upon their arrival between 12 and 12:30 p.m., on (B)(6) 2017, her blood glucose was reportedly measured at ¿40 mg/dl¿ on the ems device and that she was treated with IV glucose. At the time of troubleshooting, the csr noted that the meter was being used for the first time. The csr confirmed that the patient was using the correct test strips; however, the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the csr established that the meter potteries needed to be replaced. The patient did not have replacement batteries available to confirm if the subject meter would power on. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.